Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, d5, e2, e3, h4, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from 19-apr-2022 to 18- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was displayed a database error message, preventing user log in to the station. A technical support specialist recreated the database and performed data synchronization, and the field service engineer moved cable to internet port that resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis ciisafe es system application failed to launch and displayed a database error message, preventing the user log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device was displayed a database error message, preventing user log in to the station. Technical support specialist recreated database and performed data sync and field service engineer moved cable to internet port that resolved the issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis ciisafe system displayed a database error message, preventing user log in to the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.